Event description:
Reported indicated that pt developed an infection at the incision site after vns implant surgery. Oral antibiotics wre prescribed. Additionally, the pt noticed problems with heart arrhythmia when stimulation was initiated two weeks post-op. The pt also indicated that the device caused depression during stimulation cycles and that the generator has migrated sideways, resulting in a "heavy feeling" and neck pain requiring vicodin. The device was subsequently programmed to off approximately three weeks after stimulation was initiated; however, the pt thinks pt still feels stimulation. The pt was seen for explant consultation by neurosurgeon who reportedly called pt a "baby" and indicated that he would not explant the vns therapy system and that the pt should simply have the device programmed to a lower setting. Treating neurologist reportedly indicated that the pt "is very sensitive to things" and that the pt still wanted to have the vns therapy system explanted. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported events.